Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -10.0/2.0/095 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2023. The lens was intraoperatively implanted and removed due to low vault without rotation. The problem was resolved. Cause of the event is unknown.

Manufacturer narrative:
H6: work order search: no similar complaints within associated lots were found. (B)(4).

Manufacturer narrative:
H3 - device evaluation: the lens was returned dry in a microcentrifuge vial with residue/debris on the lens. Visual inspection found the lens haptic bent. Dimensional inspection found the lens to be within specifications. Claim # (B)(4).